Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
A customer received a questionable inr result for 1 patient tested on a coaguchek xs meter with a serial number of (B)(4). At 5:58 am, the result was 5.1 inr. At 8:05 am, the result was 3.0 inr. At 8:10 am, the result was 3.0 inr. The patient also had a result of 3.0 inr from an "outsourced" testing option. The "outsourced" method used was not provided but has been requested. The date and time of this "outsourced" testing was unknown. It is unknown if the patient reported the questionable result to doctor. The patient's therapeutic range was not provided. There was no allegation of an adverse event. The meter and test strips were requested for investigation. Relevant retention test strips (lot 194490-10) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's meter and the customer's strips were further investigated. A control material was tested on the customer's meter using both the customer's strip lot and retention strips. The discrepancy that the customer reported was not reproduced. There was no problem reported with meter or with the strips obtained from the customer.

Manufacturer narrative:
One vial of the patient's strip lot was returned for further investigation. The returned test strips were measured with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Macumar donor 3: mastor lot strips and reference meter 3.7 inr, macumar donor 4: customer strips and reference meter 3.4 inr. Macumar donor 3: mastor lot strips and reference meter 3.0 inr, macumar donor 4: customer strips and reference meter 2.9 inr. The returned and the retention material meet the specifications. The investigation was unable to find a definitive root cause.